Manufacturer narrative:
The reported event of high capture threshold was not confirmed. As received, a complete lead was returned in three pieces. Electrical testing did not find any indication of conductor fractures. Electrical testing found shorting between conductors coils due to procedural damage. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular lead exhibited high capture threshold. The lead was explanted and replaced. There were no patient consequences.